Manufacturer narrative:
G4:12mar2021. B4:21mar2021. The field service engineer (fse) determined the o2 cell needed to be replaced. The fse replaced the o2 cell, performed testing, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The removed data acquisition (da) pcba and solenoid x-valve were returned for analysis. Visual inspection of all returned parts revealed no evidence of damage or contamination. A failure investigation (fi) was performed. The solenoid x-valve and data acquisition (da) pcba were installed in the fi test ventilator in an attempt to duplicate the reported problem. The solenoid x-valve and data acquisition (da) pcba were tested, and no failures were identified.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The remote service engineer advised the replacement of the solenoid valve and the data acquisition board to resolve the issue. The fse was dispatched onsite to perform the repair. The pcba, data acquisition, and solenoid valve were replaced to resolved the reported issue. The system fully meets specifications and is returned to use.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported the oxygen was reading out of tolerance. There was no patient involvement.